Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported to fresenius customer service that the patient is in the hospital and has peritonitis, and underwent surgery to have their catheter removed. On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized for peritonitis and had the pd catheter (not a fresenius product) removed on (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been admitted to the hospital on an unknown date for reasons unrelated to pd therapy or the use of any fresenius products. The patient¿s health was declining and quickly getting worse. During the hospitalization, the patient was diagnosed with peritonitis. The pdrn could not confirm the date of diagnosis. This resulted in the patient¿s pd catheter being removed. It was not confirmed if the patient was initiated on hemodialysis after the pd catheter removal. No further information related to the peritonitis event was available.

Event description:
A patient contact reported to fresenius customer service that the patient is in the hospital and has peritonitis, and underwent surgery to have their catheter removed. On (B)(6) 2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized for peritonitis and had the pd catheter (not a fresenius product) removed on (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been admitted to the hospital on an unknown date for reasons unrelated to pd therapy or the use of any fresenius products. The patient¿s health was declining and quickly getting worse. During the hospitalization, the patient was diagnosed with peritonitis. The pdrn could not confirm the date of diagnosis. This resulted in the patient¿s pd catheter being removed. It was not confirmed if the patient was initiated on hemodialysis after the pd catheter removal. No further information related to the peritonitis event was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency or defect reported for this event. It is unknown what medical conditions the patient was diagnosed with during the hospitalization. The patient¿s health was declining quickly. It is unknown if the patient had assistance in completing the peritoneal dialysis (pd) treatments. Many hospital clinicians and nurses are not familiar with pd procedures or the recognition of pd-related peritonitis. Therefore, pd patients may have a particularly high risk of developing peritonitis after hospital admission for unrelated reasons. Although there are no culture results and the cause of the peritonitis is unknown, the pd catheter was removed suggesting a possible touch contamination. The pd catheter is the source of infection for the vast majority of pd-related cases of peritonitis as it provides a portal of entry for organisms into the normally sterile peritoneum. Most cases of pd-related peritonitis are the result of ¿touch contamination¿. Based on the available information and no allegation or evidence of a defect, malfunction, or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The system air leak test failed. The failure was due to a pressure leak coming from valve 4. Valve 4 was replaced and the cycler now holds pressure as intended. The valve actuation test passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, a relationship between the liberty cycler and the reported peritonitis event is not confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event.

Event description:
A patient contact reported to fresenius customer service that the patient is in the hospital and has peritonitis, and underwent surgery to have their catheter removed. On (B)(6) 2023, it was reported that this peritoneal dialysis (pd) patient was hospitalized for peritonitis and had the pd catheter (not a fresenius product) removed on (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been admitted to the hospital on an unknown date for reasons unrelated to pd therapy or the use of any fresenius products. The patient¿s health was declining and quickly getting worse. During the hospitalization, the patient was diagnosed with peritonitis. The pdrn could not confirm the date of diagnosis. This resulted in the patient¿s pd catheter being removed. It was not confirmed if the patient was initiated on hemodialysis after the pd catheter removal. No further information related to the peritonitis event was available.